Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling. While the device was being filled with 30 milliliters (ml) of sodium chloride, the pharmacist felt resistance. The pharmacist continued to fill with fluorouracil solution and the pink cap started to leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.